Event description:
It was reported that the customer ordered the portable device, it did not work. Then they ordered the home device, and it is working for them. Customer asks what to do with the portable device that never worked, suction did not work. Customer is given the number for the warranty dept and informed they are available mon-friday. She if offered survey at the end of the call. Used with male wicks. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared)

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.